Event description:
It was reported that the 2600 system had a saturation fault error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The system was tested and found to be working as intended and put back into